Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) power cord is damaged. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. The fse that encountered the issue stated that the insulation of the mains power cord was damaged and that the internal leads were exposed. There were no bare wires, but the cord was no longer water tight. The fse replaced the ac line cord (0012-00-0886-01). The fse performed a full pm with calibration, safety, and functional checks to factory specifications. The iabp was returned to the customer and released for clinical service.

Event description:
N/a.